Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left main coronary artery. An unknown sized ion stent crimped on the end. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).